Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168r, h3: a medtronic representative went to the site to test the equipment. Testing revealed that collimator y leave was stuck on stroke error 1.25 inches. After unjamming and rehoming, the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A1102 was coded for the error initializing collimator. A0905 was coded for the collimator not initializing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system and collimator were stuck in 'error initializing collimator.' After troubleshooting onsite, it became clear that the collimator y leave was having a stroke error of 1.25 inches. The collimator stepper motors get "gunked up" over time as the grease hardens a bit due to the x-ray. There was no patient involvement.